Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent escape button response due to moisture damage on the keypad traces. No button error alarm during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error. Customer was unable to clear the alarm. Customer had to discontinue the insulin pump use and follow his/her medical prescription for insulin shots until replacement arrives no further information provided.